Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set cannula was kinked. The customer's blood glucose (bg) level was over 700 mg/dl with moderate ketones. The customer went to the emergency room for treatment. Bg was treated with intravenous fluids and insulin injection. Reportedly, the customer returned home 3 hours later. Multiple contact attempts were made by tandem technical support to obtain the infusion set type; however, the customer did not respond.